Event description:
It was reported that the device did not alarm air-in-line and the nurse observed air in the tubing past the air-in-line sensor. The event occurred at the cancer infusion center, during an infusion of gemzar. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.